Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Explant surgery was done on (B)(6) 2018 due to apparent infection. There was no prior information of this explantation. Device was explanted and no new device was implanted.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: based on the information received, the device was explanted for medical reasons, namely an infection that was most likely a consequence of the reported trauma. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. In addition, during device investigation, damage to the active electrode was found, which might be related to the reported trauma. This is a final report.

Event description:
Explant surgery was done on(B)(6)2018 due to apparent infection. There was no prior information of this explantation. Device was explanted and no new device was implanted.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Based on the information received, the device was explanted for medical reasons, namely an infection that was most likely a consequence of the reported trauma. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process. In addition, during device investigation, damage to the active electrode was found, which might be related to the reported trauma. Additional information: the remainder part of electrode has been received. Damages found during electrode inspection are most likely attributable due to removal surgery. This is a final report.

Event description:
Explant surgery was done on (B)(6)2018 to apparent infection. There was no prior information of this explantation. The electrode array was left in place until re-implantation with a new device on (B)(6)2018. Additional information: the electrode array was returned on (B)(6)2018 to hq for investigation.